Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings, excessive no delivery alarms and failed battery test. The customer's blood glucose value was 401 mg/dl. The customer treated with manual syringe. The customer stated that every time she tried to fill the cannula, it read no delivery. The customer was unable to complete troubleshoot because the battery was low. The customer was unable to troubleshoot for failed battery test. The product was not returned for analysis.